Event description:
A customer reported experiencing an altitude alarm with their pump. There was no reported impact on the customer's blood glucose level as the customer declined to provide this information. Technical support provided tips to prevent future altitude alarms, and the customer acknowledged understanding. The customer was able to resume insulin delivery with the original cartridge, indicating no replacement was necessary.